Manufacturer narrative:
The investigation into the optical signal issue has been completed. The impella pump was returned for investigation. The investigator reported data logs showed the placement signal spiked to 3000 immediately upon connecting the pump to the automated impella controller (aic), however no placement signal alarms occurred. A visual inspection revealed no damage, or abnormalities were found on the returned pump. When the pump was connected to the aic, the placement signal metrics were within specification and no alarms occurred. The failure was recreated when the patient cable was not fully inserted into the console. Therefore, it was determined that the cause of the optical signal issue was use related, specifically an air gap between patient cable and the console. The investigation conclusion indicated improper technique and user related issue caused the failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During implant, the physician was having a problem with the optical sensor and could not see a placement curve, even though the pump was confirmed to be in proper position and the motor current was pulsatile. The clinician made recommendations to attempt to resolve, however the pump was removed. The patient was reported to be stable, and no harm was reported.